Manufacturer narrative:
The insulin pump received with damage display window cover, minor scratched lcd window, and missing retainer. Analysis was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer states the insulin pump had a broken reservoir hatch. The insulin pump will be returned for analysis.